Event description:
Patient's IV pump, infusing heparin, found off at about 8:30 am and creating a loud squealing sound. Received report from the nurse that dose changes had occurred around 6:00 am. Unsure exactly what time the pump malfunctioned. Patient admitted for radio frequency ablation; on heparin IV. Near miss: possibility of patient developing a blood clot related to the absence of anticoagulant therapy for unspecified period of time.